Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with corroded battery tube noted.

Event description:
The customer reported via phone call that the keypad was puffy so he opened battery compartment and found that the battery had exploded. The customer¿s blood glucose level was 105 mg/dl. Customer stated that he was using an (B)(6) alkaline battery. Customer was advised that he can now see corrosion on the bottom of the battery compartment and to revert to back up plan. The insulin pump will be returned for analysis.